Event description:
Staff was performing a routine check of the ventilator. During a background check, the ventilator indicated error zb0063. Therapist could not get the error to clear. Was not on a patient at the time: no patient harm. Device checked by biomed and returned to use.======================manufacturer response for ventilator, puritan bennett (per site reporter).======================what was the original intended procedure?routine check of the ventilator.device #1is this a laboratory device or laboratory test?no.